Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the encoder flextape assembly, and the display were cracked and the heart lead flex and battery contacts were damaged. (B)(4).

Event description:
It was reported that the knob did not work. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.